Manufacturer narrative:
H3; analysis of the catheter (sn; (B)(6)) identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. H6; the previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 952 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient had a gradual loss of therapy beginning about a month ago. Catheter aspiration was attempted, but they got no return. A catheter dye study was supposed to occur, but it could not be performed due to covid-19. The catheter was replaced on (B)(6) 2020. The issue was resolved at the time of this report. The patient's status was alive, no injury.